Event description:
A high drain error 103 (night drain #3) alarm was identified in the log of a returned homechoice device. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patients fill volume in standard mode. The alarm occurred on (B)(6) 2014 at 11:50:50 during the patient's night drain. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. This complaint is an ancillary service event. The increase intra-peritoneal volume (iipv) event was identified through an event history log review. The cause could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.